Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual inspection. Results revealed the optic was cut nearly in half. One haptic was broken off at the optic and the other haptic was bent not meeting current specs. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The delivery device was not returned. Optic cut; missing haptic; bent haptic. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the li61aor intraocular lens. During lens implantation, the surgeon noted the haptic was bent. Intervention was performed in order to enlarge the incision and remove the lens. A replacement lens was implanted.